Event description:
It was reported that the defibrillator is malfunctioning. Further information was provided that it presented an error message: "hardware prob., maintenance is necessary"; the unit is not functional. The event occurred during clinical use, but there was reportedly no patient harm.